Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient reported she did not receive any alerts on her dexcom app and that the dexcom was also not communicating with her omnipod insulin pump. The patient could not recall many event details but stated that due to her not receiving any alerts, she had a hypoglycemic event where she lost consciousness. The patient also reported having swelling around her ankles. The patient¿s daughter brought her to the hospital where she stayed for 10 days. The patient could not recall any of the medication or treatment she received except that she had physical therapy. She also could not recall how long she was unconscious. No other patient or event details were available. The patient was ¿doing well¿ at the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.